Event description:
It was reported by the patient, the device "did not last even [three years]." The device was removed and replaced due to possible premature battery depletion. It was also reported the lead exhibted high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient the device "did not last even [three years]." The device was removed and replaced due to possible premature battery depletion. It was also reported the lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.